Manufacturer narrative:
(B)(4).

Event description:
The manufacturers¿ representative (rep) reported that the health care professional (hcp) wanted to remove the patient¿s lead and cap it off with an extension and boot to preserve the lead since the patient was having good therapy; however, she wanted another lead wire. It was noted that she did not end up capping and leaving the lead, she decided to fully remove it. Additional information from the rep reported that the surgery was performed to replace the implantable neurostimulator (ins) for normal battery depletion. Therapy was effective but voltage settings were high. When the doctor removed the lead, the tines and lower electrodes broke off and remained in patient. Further information from the rep reported that the lead will be returned and a new lead was placed. There was no cause identified for the electrodes breaking off in the patient. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up information was added to the event. If additional information is received, a supplemental report will be sent.